Event description:
It was reported prior to the procedure the ipg was having difficulty staying connected and the patient is experiencing ineffective stimulation. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a later date to address the lead for ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.